Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and high pacing impedance. It was noted that there was suspicion of lead fracture. The lead was explanted and replaced. The patient was in stable condition.